Event description:
It was reported that the pt underwent a breast biopsy in 2006. She alleged that she was infected with the hepatitis c virus. A blood test performed prior to the biopsy, and did not show hepatitis c infection. Approx one-month post biopsy, the pt underwent a breast neoplasm removal procedure. Some days after the procedure, a blood test was performed showed that the pt was infected with the hepatitis c virus. Allegedly, as very few days passed from the tumor removal surgery to the outbreak of the virus, it is likely that the virus out broke before the surgery. Our sales rep was interviewed by the judiciary authority in order to explain to them how the breast biopsy has to be performed and explained to them that all the devices used are provided sterile and are single-use, as reported in the instruction for use. There was one other pt that underwent a breast biopsy on the same day and she was not infected by hepatitis c, virus thus no patient-to-patient contagion.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.